Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A visual inspection noted cracks at the side of the welded cassettes. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice disposable set with cassette was leaking. The leak was further described as "there were droplets of solution coming from the cassette's slot area" (cassette component). This occurred during priming for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.